Event description:
The customer contact reported a leak. The plumset was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. After an unspecified time, the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the plumset for the piggyback delivery of "cyclophosemide". After an unspecified time, it was reported that as the nurse backprimed solution from the plumset into the secondary tubing set, an unspecified volume of solution leaked. The location of the leak was described as at the connection point of the top of the clave secondary port and the secondary tubing set. The customer contact reported that an unspecified volume of solution leaked into the pump. No specific details were provided. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was not provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). The possible lot numbers (plots) are 340425h, 350075h, 330495h. This report represents all the information known by the reporter upon query by hospira personnel.